Event description:
It was reported that the patient underwent bilateral total hip arthroplasty utilizing depuy metal on metal implants. Patient underwent revision on (B)(6) 2023 and (B)(6) 2025 respectively due to metallosis, difficulty in ambulation/mobility, extreme pain, swelling, cellulitis, skin rashes from the metal poisoning in the bloodstream, permanent scarring and will eventually cause great physical pain and suffering, mental, emotional and psychological stress and anxiety which will require medical and psychological treatment and further has left patient with permanent injuries, which require extensive medical treatment and physical therapy and further cause substantial loss of enjoyment of life. Doi: (B)(6) 2009, doe: (B)(6) 2023 (experienced severe complications like ability to ambulate had significantly decreased and diagnosed of metallosis and metal poisoning), dor: (B)(6) 2025, affected side: right hip. This is a bilateral total hip arthroplasty. (B)(4) reports the right total hip arthroplasty while related (B)(4) reports the left total hip arthroplasty.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. E3 initial reporter occupation: lawyer. H3, h6: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a¿device history review could not be performed.¿ if the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, b6, b7. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. During revision surgery on (B)(6) 2025, large amount of cloudy yellow fluid were encountered upon opening the capsule. There was also hypertrophic synovitis which was brown staining throughout the entire lining. Doi: (B)(6) 2009, dor: (B)(6) 2025, affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b6, b7 and d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: h6 (health effect - clinical code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.